Manufacturer narrative:
Patient sex unavailable. It was determined the issue was related to the site's network, therefore, no system checkout was requested. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019, (B)(6): medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the navigation and imaging systems lost connection when taking a spin. The site had the systems plugged into the site's network separately to communicate. The site tested both system and did not see any lost connection on their end. The site plugged the systems directly into each other and then the issue was resolved. The systems had been working like this regularly; this issue just happened recently. The procedure was completed using both the navigation and imaging system. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. Additional information was received stating this issue was related to the site's network.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended, and no problem was detected. The imaging system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.